Event description:
Per the gastrointestinal physician, the deployment device snapped in the patient and had to be removed. It was without incident and a new device obtained (less then 2 min delay), the procedure was competed with out further issues.